Event description:
It was reported that during a supply change the user became confused at the fill-cannula step and required guidance to navigate to and complete the fill-cannula process, after which delivery was resumed without alarms. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health and no hospitalization. Investigation included user support and troubleshooting with education on correct supply change steps. Investigation of this case revealed use error related to supply change workflow, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.